Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was no longer receiving auditory notifications from the pump. Tandem technical support confirmed that the volume alert settings on the pump were set to high, however, auditory notifications were still not heard by the customer. The customer's blood glucose (bg) level was 70mg/dl and glucose tablets were consumed to address the bg level. The customer reported that the pump would continue to be used for insulin therapy.